Manufacturer narrative:
H3-non-destructive visual evaluation was performed on the tibial insert which was replaced after one year during patella replacement surgery. The ultra-high molecular weight polyethylene insert showed pitting, cracking, and delamination wear on both condyles and the intercondylar spine. The anterior snap had fractured and the inferior surface of the insert showed burnishing, cracking, and abrasion. There were no material or mfg defects noted on the component.